Event description:
A report was received that the patient will undergo a lead revision due to a sharp pain at the lead site.

Event description:
A report was received that the patient will undergo a lead revision due to a sharp pain at the lead site.

Event description:
A report was received that the patient will undergo a lead revision due to a sharp pain at the lead site.

Manufacturer narrative:
Additional information was received that the pain was possibly caused by the lead coming out of the epidural space causing pressure. The paddle lead displayed high impedances during programming and the physician thinks this was due to inflammation. The patient was reportedly doing well after the procedure. The returned product analysis verified the lead passed mechanical testing. The complaint of high impedances could not be confirmed. Both pigtails of the lead were cut 3 inches from the paddle and could not be tested. Electrodes 3r, 4r and 1l were partially dislodged form the silicone but was still electrically connected.